Event description:
It was reported to medtronic minimed that the customer experienced pump error 23 (post-reset ram crc alarm). The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and confirmed customer received pump error 23. Customer was able to clear error and complete rewind process. Pump was not recently placed in storage mode or without a battery for > 8 hours. Error has occurred more than once after a battery change. No harm requiring medical intervention was reported. Customer was advised to discontinue using the device. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The sc1 cap locks properly into the reservoir compartment. Pump received with scratched case during the visual inspection. Successfully downloaded history files and traces using thump. In further analysis in the pump history found: pump error 68 alarm on - (B)(6) 2024 at 06:06:14.000, 16:35:03.000, and 17:16:11.000. Pump error 49 alarm on - (B)(6) 2024 at 06:06:14.000, 16:35:03.000 and 17:16:11.000. Pump error 23 alarm on - (B)(6) 2024 at 06:07:16.000, 16:35:46.000 and 17:16:35.000. Pump error 75 alarm on - (B)(6) 2024 at 17:15:48.000. Pump error 25 alarm on - (B)(6) 2024 at 10:00:00.000, 10:06:00.000, 14:00:07.000 and 14:06:00.000. The pump passed the displacement test. However, pump received with pump error 68, pump error 49, pump error 23 after battery change, pump error 75 alarm during self test. Pump was cut open to perform visual inspection and found the internal battery red wire cold solder joint. Swapping out test internal battery confirms the pump error 68, 49, 23 after battery change, 75 alarm during the self test is isolated to the internal battery. Pump error 68, 49, 23, 75 alarm confirmed during testing and pump error 25 alarm found multiple times in the pump history due to internal battery red wire cold solder joint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.